Event description:
It was reported inaccurate reservoir readings that caused significant insulin waste, and customer felt most recent issue was handled very inappropriately. There was no reported impact to the customer¿s blood glucose level. Customer requested a call back, but technical support was unable to reach customer and left a message, then sent follow-up email and closed case, and no additional information was received regarding the outcome of the event.